Event description:
It was reported the customer had a motor error alarm during a prime. Customer stated they did not use the sensor feature on their insulin pump. It was also found the customer's drive support cap appeared to be in good condition. Customer's blood glucose was unknown. The customer was advised to revert to back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.